Manufacturer narrative:
(B)(4)

Event description:
Additional information received states that the patient noted being very frustrated with enhancement results and is concerned about vision at work and is fearful of needing additional treatment. It was recommended the patient try contact lens assisted pharmacologically induced kerato steepening before further enhancement. A bandage contact lens was placed on the eye. The patient is still being managed.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with an epithelial erosion in the left eye post routine bandage contact lens removal five days post photorefractive keratectomy. A new bandage contact lens was placed on the eye. The patient was seen in follow up two days later and the erosion was noted to be resolved.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that the patient is having issues seeing near and far. The patient is frustrated that an enhancement may need to be done. The patient will be seen in follow up at a later date. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.